Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during bolus and follow by motor error. Customer's blood glucose was unknown mg/dl. The customer was advised to change insertion site but resist on pump change.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted and the motor passed motor test. The insulin pump also passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.